Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event on (B)(6) 2026. Insulin is not flowing into the body instead, it is leaking into the patch, which becomes insulin soaked. The insertion site was abdomen. The infusion set was in use for two days. Adhesive does not adhere properly. No further information available.